Event description:
Patient was brought to operating for video assisted thoracoscopy (vats). Converted to posterolateral thoracotomy due to adhesions. Ethicon staplers were used, two of the staplers misfired. Tried to use the stapler in the manual mode with vendor's help, still did not work. FDA safety report ID# (B)(4).